Manufacturer narrative:
This report is submitted on 9 december 2020.

Manufacturer narrative:
This report is submitted on september 1, 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The device was explanted on (B)(6) 2020. Reimplantation with a new device is planned; but has yet to occur as of the date of this report.